Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five events were reported for this quarter. Three devices were received for evaluation; 2 events were confirmed during testing. Two devices were found to be affected by disassembly. One device evaluation is in progress. Two devices are available for evaluation but have not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the devices disassembled. Five reported events had no patient involvement; no patient impact.

Event description:
This report summarizes 5 malfunction events in which the devices disassembled. 5 reported events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 3 previously reported events are included in this follow-up record.   Product return status: 3 devices were received for evaluation.   Evaluation status: 3 reported events were confirmed during testing. 3 devices were found to be affected by a broken/missing guide pin.   Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.